Manufacturer narrative:
Product is not available for eval by MFR. If additional info or sample is received, a f/u report will be sent. Eval codes: method: other-device history record (DHR) review performed. Results: other-DHR review showed there were no issues or discrepancies found that could relate to this complaint. The reported complaint could not be confirmed due to lack of sample. Conclusion: no eval will be performed.

Event description:
The event is reported as: oxygen leaks were detected during the connection. There was whistling at the leak level. There was a visible horizontal crack at the sleeve area as well. The aquapak was unusable. There was no clinical consequence for the pt and another device was used successfully.